Event description:
Additional information was obtained. Further attempts to establish telemetry were unsuccessful. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
As of this date, this device remains implanted. When the device has been removed and returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. No tones were heard when a magnet was applied, confirming the clinical observations. The device case was opened in order to assess the internal components. Electrical testing confirmed that one of the transformer's secondary wires was open and damage had been sustained to the power supply circuitry due to electrical overstress. The wire damage on the secondary windings is consistent with arcing between adjacent wires causing the open condition in the transformer. This component failure also caused collateral damage to the associated power supply circuitry. The damage also resulted in the loss of all memory content, so an exact timeline of internal events could not be determined. In summary, detailed analysis concluded the inability to interrogate this device was due to electrical overstress damage to the device circuitry. This resulted in a high current drain, which over time depleted the battery more quickly than expected.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, during interrogation initiated with quick start, telemetry could not be established. The select pg option was attempted, however revealed similar results. External noise was also suspected. Equipment surrounding the patient were turned off and a further attempt to establish telemetry was unsuccessful. A magnet was placed over the device and no beep was heard. An attempt with a different programmer also revealed similar results. (B)(6) later, a follow up visit revealed the same issue. A revision procedure is intended. No adverse patient effects were reported.